Manufacturer narrative:
Subject device not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that resistance was encountered upon repositioning of the coil. Based on the information available, it is probable that procedural factors limited the performance of the device during the procedure resulting in the reported issue. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during repositioning of the coil into the aneurysm, it prematurely detached. The physician used the delivery wire to advance the coil into the aneurysm without clinical consequences to the patient.

Event description:
It was reported that during repositioning of the coil into the aneurysm, it prematurely detached. The physician used the delivery wire to advance the coil into the aneurysm without clinical consequences to the patient.